Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump went from showing 30 units to showing -0- units but the pump was not giving an empty cartridge alarm. The alarm history was reviewed and per the alarm history the pump emitted a low cartridge on (B)(6) 2012. The patient reported that when the cartridge was removed the cartridge was empty but the pump did not alarm for a replace cartridge alarm. This report is made based on the allegation that the pump did not emit a replace battery alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): no defect in insulin delivery was found. Remaining insulin calculated accurately during testing. Pump primed until 30 units remained in cartridge at which point a low cartridge warning was given. Cartridge was removed and 30 units were visually confirmed remaining. Pump was primed until 0 units remained in the cartridge at which point an empty cartridge alarm occurs. The cartridge was removed and 0 units were visually confirmed remaining.